Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2019 and it passed suction and cycle specifications. It was identified in the evaluation that the faceplate was dirty and the diaphragm looked worn. Refer to attached evaluation. The customer's report of low suction could not be confirmed. The diaphragm and the inner back surface of the faceplate and port plug all work in unison to create desired vacuum. The diaphragm to faceplate sealing is what allows vacuum to be created. The port plug controls the level of vacuum at each cycle by sealing and bleeding off unwanted air. Any foreign contaminants that hinder the seal either between the diaphragm/faceplate and or port plug could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use (IFU) details cleaning procedure for the faceplate and diaphragm. It is also a common troubleshooting item to check.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. On (B)(6) 2019, the customer reported suction issues with the replacement pump, at which time she additionally alleged that she had mastitis with both the pump related to this medwatch and the replacement pump (reported under medwatch 1419937-2019-00098). Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged via email to medela (B)(4) that she was having trouble with her pump in style breast pump and indicated that the suction was getting worse and worse, despite having watched (B)(6) videos for troubleshooting and replacing the parts and accessories.